Event description:
It was reported that a black fleck of foreign matter was found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "another cath lab pack was found to be contaminated. There as a black fleck in it."

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 301031 and lot number 2089372. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-mar-2023. Investigation summary: it was reported there was a black fleck in the syringe. To aid in the investigation, one sample in a plastic bag and two photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. One photo provided shows the sample received in a plastic bag. The second photo shows a close up of a syringe with a black particle on the rubber stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 301031, lot 2089372. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but as no foreign matter was found in the sample received, a probable root cause could not be offered.

Event description:
It was reported that a black fleck of foreign matter was found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "another cath lab pack was found to be contaminated. There as a black fleck in it."